Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue after inspecting the wash probe #2 assembly after customer removed a lodged bead. Fse verified wash probe alignments and operation, cleaned incubator and rotor and removed fluid from the leak sensor. Fse also upgraded software to version 2.40. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was bead stuck in probe #2 and fluid in leak sensor.

Event description:
On (B)(6) 2015, a customer reported error 2240, bf 2 purge errors with their aia-900 analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.